Manufacturer narrative:
(B)(4). The following literature cite has been reviewed: castaño c, terceño m, remollo s, garcía-sort mr, domínguez c. Endovascular treatment of wide-neck intracranial bifurcation aneurysms with 'y'-configuration, double neuroform® stents-assisted coiling technique: experience in a single center. Interv neuroradiol. 2017 aug;23(4):362-370. Doi: 10.1177/1591019917708568. Epub 2017 jun 6. Pmid: 28587530; pmcid: pmc5684913. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: castaño c, terceño m, remollo s, garcía-sort mr, domínguez c. Endovascular treatment of wide-neck intracranial bifurcation aneurysms with 'y'-configuration, double neuroform® stents-assisted coiling technique: experience in a single center. Interv neuroradiol. 2017 aug;23(4):362-370. Doi: 10.1177/1591019917708568. Epub 2017 jun 6. Pmid: 28587530; pmcid: pmc5684913. Objective and methods: the purpose of this article is to present the author¿s experience with the endovascular treatment of intracranial complex wide-neck aneurysms in arterial bifurcations by embolization with coils, assisted by the double-stent technique with the ¿y¿- configuration, over a period of nine years in 45 patients between november 2007 and january 2017. The mean age of the patients was 55.6 years. 28 (62.2%) were women and 17 (37.8%) were men. Lot, model and catalog number are not available, but the suspected cerenovus device possibly associated with reported adverse events: micrusphere microcoils (codman neuro division) other cerenovus devices that were also used in this study: envoy (codman neuro division) non-cerenovus devices that were also used in this study: introducer 7f (flexor cook) guide catheter 6f (navien (covidien medtronic) or neuron (penumbra inc) excelsior xt-27 flex microcatheter with a synchro 0.014-inch microwire (boston scientific for stryker neurovascular) neuroform, neuroform ez, or neuroform atlas stents (boston scientific for stryker neurovascular) target detachable coils (boston scientific for stryker neurovascular) to close femoral access sites: perclose proglide 6f suture-mediated closure (smc) system (abbott) adverse event(s) and provided interventions: one patient experienced migration of the codman and stryker coils causing competitor stent displacement and thrombosis intraoperatively. Successfully treated with a mechanical thrombectomy.